Manufacturer narrative:
The intraocular lens remains implanted. (B)(6). Device evaluation: the lens remains implanted; therefore, it was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted face down. The doctor manipulated the iol to invert it to the right position. There was no patient injury. No additional information was provided to abbott medical optics.